Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects it states, "material sensitivity reactions." "Intraoperative or postoperative bone fracture and/or postoperative pain." "Inadequate range of motion due to improper selection or positioning of components." And "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reports patient underwent a right total hip arthroplasty on (B)(6) 2008. Subsequently, legal counsel for patient reports a revision was performed on (B)(6) 2014 due to allegations of pain, discomfort, soreness, swelling, inflammation, damage to surrounding bone and tissue, dysfunction, loss of range of motion, metal poisoning, metallosis, lack of mobility, and elevated metal ion levels. The head was removed and replaced. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch

Event description:
Legal counsel for patient reports patient underwent a right total hip arthroplasty on (B)(6) 2008. Subsequently, legal counsel for patient reports a revision was performed on (B)(6) 2014 due to allegations of pain, discomfort, soreness, swelling, inflammation, damage to surrounding bone and tissue, dysfunction, loss of range of motion, metal poisoning, metallosis, lack of mobility, and elevated metal ion levels. The head was removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the operative report noted patient underwent a right hip revision procedure on (B)(6) 2014. Operative report further noted metallosis and metal staining. The modular head and taper adapter were removed and replaced.